Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer that the customer received an occlusion alarm and wake button alarm. The customer's blood glucose (bg) level was 249-600 mg/dl. A correction bolus was delivered via the pump without another occlusion alarm. The customer did not know what triggered the alarms. The customer wore the pump in a case and was sure that nothing was pressing on the button. The customer was to change the pump supplies.